Event description:
The user facility reported that the distal portion of the angiographic catheter tip "broke off" in the pt during an angioplasty procedure. Follow-up communication with the user facility confirmed: resistance was encountered during withdrawal of the catheter just prior to the tip becoming separated; the physician performed a cut-down where the detached distal tip was located in a tortuous section of the vessel; the detached material was successfully retrieved using a snare device; the procedure was completed successfully; and the pt is fine.

Manufacturer narrative:
The involved device has not been returned for eval. Therefore, the investigation was limited to a review of user facility info and qual reports. Results - is based upon eval of user facility info. Conclusions - is based upon eval of user facility info. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, the event description is consistent with the catheter having been damaged as a result of continuing attempts to withdraw the device against resistance. The device labeling does address the potential for such an event in the warnings/precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All available info has been placed on file in qa at the mfg facility for appropriate tracking, trending and follow-up.